Manufacturer narrative:
Complaint no longer reportable. The event description states that, ¿the inserter broke out of the carbon-fiber cage¿ the carbon fiber threads are no match for metal inserter male part." Engineering assessment concluded that the insertion hole of the cage had most likely stripped when the surgeon inserted the inserter at an oblique angle. Stripping of the cage inserter hole was also supported by the sales rep account of event. Since the threaded hole is stripped, the inserter can no longer engage the cage which could be the reason as to why the surgeon reported issues with inserter. It was also noted that the metal inserter (17-4 ph ss) is more durable than the carbon fiber cage (peek optima), and therefore the cage, which is fragile, would break/ fail before the inserter-metal vs. Plastic. Therefore the failure code for the inserter was changed from ¿broken: intraoperatively¿ to ¿no product failure indicated¿. No root cause analysis needed as no product failure detected. A review of the device history record (DHR) for the m5 inserter and the unknown cougar cage could not be performed as no lot numbers were provided. The samples were not returned to the chu from which the lot numbers could have been taken directly from the devices. As a result, without the lot numbers, a review of the manufacturing records cannot be performed. This complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
(B)(6) of spine surgery reported the following to (B)(6): "I was doing an l4-5 alif, used the side slots to get more of an oblique angle. The inserter broke out of the carbon-fiber cage and literally bounced off the aorta. (B)(6) was the rep present. The carbon fiber threads are no match for metal inserter male part." Devices involved were originally thought to be synthes and forwarded to their chu. Synthes chu contacted (B)(6) and the following info was obtained: "product used during surgery was depuy cougar cage system. Also, the broken instrument used was a depuy cougar inserter instrument. (No item number/lot number was supplied) no synthes product was used during this surgery. This surgery was performed on (B)(6) 2014, at l4-s1 disc level. Sales consultant ((B)(6)) was present in the operating room during this alif surgery with dr. (B)(6)." Per complaint form: the inserter detached from the insertion hole on the implant while being inserted with a mallet by the surgeon.